Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that while the client was doing a dual chamber magnetic strip recording, and one of the spikes doesn't appear. The ventricular spike is missing. Technical services provided assistance in resolving the issue by instructing the client to have the module brought in for adjustments and have the biotechnical engineer call back if further assistance is needed. No further information has been received. There were no reported patient complications as a result of this event.